Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient was discharged from the hospital two days post-operatively in medically stable condition. It was unknown if past revisions involved the manufacturer¿s products. Patient information was provided.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Refer to report (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve malfunctioned causing the patient to have increased hydrocephalus and associated symptoms. The patient experienced three day progressive confusion, headache, and gait instability. The valve was explanted and replaced. It was noted the patient had a history of revisions, including a replacement of a valve in 1992.